Manufacturer narrative:
Investigation results: our quality engineer inspected the sample submitted for evaluation. Your report that the needle did not retract could not be confirmed from the 24ga insyte autoguard unit that was provided for investigation. The needle was received fully retracted within the safety shield. No damage or defects that would prevent the needle from fully retracting were identified on the sample.

Event description:
No additional information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autoguard needle did not retract. The following information was provided by the initial reporter, translated from japanese to english: it was reported that the inner needle did not retract even when the button was pressed. After the puncture, the button was pressed but the needle was not retracted. Customer said that he then pushed it messily and it was forced back in.